Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed. Patient has therapy. The extension was explanted, and a new extension was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, the extension lead had a kink with all internal wires broken, as well as severe twiddling all along lead body. The cause of the kink/fracture is consistent with severe twiddling the lead was subjected during implant as reported in the event description.

Manufacturer narrative:
Correction h6 result code.